Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's parent that they ran out of insulin because the personal diabetes manager (pdm was malfunctioning. The patient's parent stated the pdm will reset itself and erase all the settings, which caused their blood sugar levels to rise. With no other way to give insulin they had no choice but to take the patient to the emergency room. Patient was treated with a shot of insulin.